Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer's blood glucose level. The caller received instructions from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to reach out again if the malfunction recurred, and they acknowledged and understood these instructions.